Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bbl¿ mannitol salt agar plate had atypical growth issues, where the e.coli colony had a breakthrough and gpt failed to grow through it. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. This event occurred 3 times during use. The following information was provided by the initial reporter: "noted a distinct difference in the performance of this lot of dcm (211407, lot 0315698) when compared with previous lots of material used. We are observing breakthrough (no inhibition) of e.coli atcc8739 on final prepared media plates manufacturing using dcm 211407 lot 0315698."

Manufacturer narrative:
After further review, it was determined that this event was a qc failure and is not reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. In this particular event, the diagnostic test is performed with the understanding and recommendation to perform concurrent controls to assure accuracy. Therefore, erroneous results would be suspected and lead to retesting. This will not likely lead to a serious adverse event. Therefore, this complaint will be cancelled.

Event description:
It was reported that the bd bbl¿ mannitol salt agar plate had atypical growth issues, where the e.coli colony had a breakthrough and gpt failed to grow through it. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. This event occurred 3 times during use. The following information was provided by the initial reporter: "noted a distinct difference in the performance of this lot of dcm (211407, lot 0315698) when compared with previous lots of material used. We are observing breakthrough (no inhibition) of e.coli atcc8739 on final prepared media plates manufacturing using dcm 211407 lot 0315698."